Manufacturer narrative:
Results: no samples were available for evaluation, however a photo of the affected unit was provided. A review of the photo confirmed that the drug had turned bright red.conclusions: bd was able to confirm the customer's indicated failure mode based on the provided photo. However, without an actual sample to examine, an absolute root cause for this incident could not be determined. (B)(4).

Event description:
While the nurse was drawing up morphine with the 18ga x 1 1/2 inch bd¿ blunt fill needle, it was noticed the drug was turning red .